Event description:
It was reported that there was a communication problem and that an implantable neurostimulator (ins) overdischarge was suspected. The last time the patient recharged or felt stimulation was a month ago or possibly longer. It was noted that the patient was not able to make adjustments on the patient programmer both with or without the antenna attached. Additional information received reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that there was an appointment on (B)(6) 2014. It was noted that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that the appointment date was to be arranged. Additional information received reported that the patient¿s ins was in an overdischarge state and had been for almost a year. It was noted that this was the second time the patient¿s ins had entered an overdischarge state because as per the patient someone tried to ¿bring it back once before last year.¿ the reporter noted that 4 separate attempts were made to do a ¿ptm¿ but to no avail. A replacement was discussed with the heath care professional and the patient but the patient decided that because it was his lack of use that landed him in the situation that he may not actually need another implantable pulse generator. It was noted that the patient decided to hold off on moving forward with a replacement generator at the time, but indicated he would revisit the issue in a few months.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient reported that in 2010 their ins would not charge so they put a new device in 3 years ago (2013). When asked, the patient did not know when the issue started.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).